Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and motor error. The customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Insert battery alarm display on the insulin pump screen but currently blank. The customer reported that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.